Manufacturer narrative:
Description of event in initial report has been corrected to reflect a back up machine was used for the remaining scheduled cases. The account indicated the unit locked up at the end of the end of a procedure. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was not able to confirm or duplicate the reported issue described by the account. The fss proactively replaced the advantech printed circuit board (pcb) and hard drive. In addition, the fss performed an annual preventative maintenance. The fss performed a field service checklist. The fss performed all calibrations. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Event description:
During a cataract extraction procedure the clinic reported the phacoemulsification unit had locked up. A backup unit was used to complete the procedure. The procedure was completely successfully using a backup unit. No patient injury was reported.

Event description:
During a cataract extraction procedure, the clinic reported, the phacoemulsification unit had locked up during use. The account indicated the unit locked up at the end of a procedure. As a precaution, the surgery center elected to use a backup unit to complete the remaining scheduled procedures to complete cases. No patient injury was reported.